Event description:
Report rec'd with returned product stating that the pump stopped working after approximately 14 months. Follow-up with the health care provider indicated that the pump had stopped infusion drug, and that the device malfunction was confirmed by a rotor study. The patient experienced only a return of her spasticity, no further complications. The device was replaced, and the suspect device was returned to the MFR for analysis.